Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the hasp flopping and not engaging latch properly. The field service engineer was able to resolve the issue by replacing latch and re-attached hasp to door. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had remote manager failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.